Manufacturer narrative:
(B)(4). Additional concomitant medical products: medical product - tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) catalog #: 00598004702, lot #: 63621415. Product has been received and investigation is anticipated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty, the locking mechanism would not engage to the tibial implant. Another device was used one and it was locked immediately.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that dovetail feature was observed to be flared out. Besides this no major damage was observed on the inferior and superior sides of the returned articular surface. There was a insertion tool mark observed on the anterior side of the returned articular surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.